Manufacturer narrative:
The device was received for evaluation. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'failed downstream occlusion' which was reproduced during evaluation. The event history log (ehl) was performed and found evidence of "downstream occlusion" in the log. The reported condition was verified. The cause was determined during a visual inspection to be an out of adjustment downstream tubing guide. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed downstream occlusion. The device alarmed below the designated pressure threshold below 7 pound per square inch (psi). The event happened during the preventive maintenance. There was no patient involvement. No additional information is available.